Manufacturer narrative:
Device evaluation of battery pack 101005437 was completed on 10/24/24. The reported problem (battery unable to fit into monitor) has been confirmed. As received, the battery was unable to properly fit into a monitor causing intermittent issues. The cause for the failure was isolated to bent pins in the battery connector. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to fit into a monitor properly.